Event description:
When starting peripheal IV infusion through a heparin lock, pt complained of a "sharp, shocking sensation" from IV site up through left arm and chest and out through back of head. Pt later complained of headache. Physician was notified and examined pt. No obvious injury noted except for complaint of headache.